Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic for new alarms, prompting her to change out her controller prior to coming to clinic. The patient states she was bending over loading things in the car when the alarms started. The patient changed over their controller at that time. The patient contacted the vad team and was told to come in. On the way the way there she bent over again and had another alarm. The patient is not sure what the alarms were other than saying to call hospital contact. On interrogation in clinic, the alarms were pump stop alarms. The patient is on an ungrounded cable and her driveline is wrapped top to bottom with rescue tape. A log file review was requested. The data showed 3 pump stops and 3 low speed advisories. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on both power module and on batteries. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. X-rays were requested. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. On (B)(6) 2020 tech services arrived onsite for driveline evaluation/repair. Performed repair ~2" inches from the exit site. Perc lead replacement performed. After repair tethered patient on grounded pt. Cable without issue / no alarms noted. Returned removed perc lead for evaluation. It was reported that the patient underwent a pump exchange. The patient was experiencing pump stops post driveline repair. The pump is reported under MFR # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of no external power events were confirmed through the analysis of a submitted data log files. The submitted log files ((B)(4)) contained overlapping data from (B)(6) 2020 at 17:59:15 to (B)(6) 2020 at 14:29:23. Throughout the captured data, pump power, calculated flow and average pi ranged from 0-8.3 watts, 0-10.6 lpm and 0-6.3 respectively. On (B)(6) 2020 at 13:01:35 and 13:40:15, there were numerous pump stop events, which were associated with low speed advisories, low speed hazards and low flow hazards. The pump stop and low speed events occurred while the patient was supported by battery power. The wire insulation breaches seen during the evaluation of the returned driveline could have resulted in the pump stop and low speed events seen in the submitted log files. On (B)(6) 2020 the log files captured no external power events. These events appear to have occurred due to both power cables being disconnected at the same time while the patient was on battery power. During these events, the controller was supported by the internal backup battery (ebb), as designed . These loss of power events were resolved within 5-10seconds.the analysis was unable to determine the exact cause of these events. The system controller was not returned for analysis. As a result, the root cause of the no external power events captured in the log files could not be conclusively determined nor correlated to a system controller related issue. Good faith effort was sent asking the serial number of the system controller; however, the customer responded that the controller serial number is unavailable. To date, the system controller associated with this complaint is unavailable for an analysis, and the complaint file will be closed with no further issues. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to set up the power module, including how to connect the power module patient cable to the power module and to the controller. This sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.